Manufacturer narrative:
Failure analysis conclusion: the stealth orbital atherectomy device (oad) was received at csi (with the viperwire engaged) for analysis. Adhered biological material was observed on the driveshaft and crown. The guide wire was removed from the driveshaft crown and tip bushing section with significant resistance. The guide wire could not be reloaded through the driveshaft. Embedded biological material was observed within the driveshaft located just proximally from the crown. The morphology of the biological material is unknown, and the exact root cause of the accumulating tissue remains unknown. Although the root cause of the accumulating tissue remains unknown, it is hypothesized that the device driveshaft became stuck on the guidewire after seizing due to the biological material accumulation. At the conclusion of the failure analysis investigation the perforation event could not be confirmed through analysis. However, the reported stuck-on-wire event was confirmed to be likely due to biological material accumulation on and inside of the driveshaft. (B)(4).

Event description:
A perforation occurred in the posterior tibial artery following use of the stealth orbital atherectomy device (oad) to treat a heavily calcified lesion. The oad became stuck on the guide wire. A covered stent was used to complete the procedure with no additional issue. The opinion of the physician was that the oad crown may have been too large for the vessel, which was about 2.0mm in diameter.